Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during implant procedure, low, out of range, pacing lead impedance and loss of capture were observed on the right ventricular (rv) lead. The physician suspected lead anomaly. The lead was not implanted and was replaced. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.